Event description:
Customer stated that at the beginning of november, she had a false high reading on her meter. She states that the reading was in the 300's (mg/dl). The customer then took insulin and blacked out. The customer's caretaker and daughter found her on the floor and called the ambulance. The customer was hospitalized for 2 weeks. Customer service offered to replace the meter, strips, and control solution. Customer is sending current meter back.